Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. Neither the device nor logs were returned for evaluation. However, the clinical report has been reviewed. The root cause of the purge leak was due to a broken purge filter on the yellow luer lock. However, the exact location of the leak could not be identified.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
A patient of unknown age received hemodynamic support from an impella cp smartassist heart pump during high-risk percutaneous coronary intervention (hrpci). The impella remained in the heart after the coronary procedure for further support. One day after inserting the impella cp, the purge filter was damaged and purge solution was leaking. The user repaired the damage with a purge filter bypass and the impella cp ran for another seven days without any problems. The patient suffered no harm from the incident.